Event description:
Consumer stated that on (B)(6) 2025, she used the 3rd tampon out of the box and when removing the tampon, it came apart. Consumer stated that a significant amount of loose cotton and a large piece of the tampon was left inside her body. Consumer stated that there was loose cotton pulling away from the tampon, much of which was left inside of her, as well as a chunk of the outer edge/surface of the tampon that had completely detached from the tampon and was left inside of her. Consumer stated that on (B)(6) 2025, she had a medical exam to ensure all parts of the tampon were removed.